Manufacturer narrative:
Additional narrative: depuy synthes mitek received and evaluated the complaint device. Visual inspection revealed the lower jaw was completely broken off at the location of the jaw-to shaft pin, confirming this complaint. Additionally, the jaw-to-shaft pin and actuator-to-jaw pin were broken. This type of jaw failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws, resulting in shearing of the pins and eventually causing the jaw break. Since this is a reusable device, this failure may have occurred after using it in this manner for many procedures. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed 4 dissimilar complaints for this lot of devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported the jaw on the customer's expressew iii broke off and fell into the patient during the procedure. The fragment was removed and the surgeon used another like device to complete the procedure.